Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed due to a non-functional sensor. A field service engineer (fse) inspected the drawer after the customer reported that drawer would not open. The drawer was tested using the user application, and the sensors were replaced. After the replacement, all functions returned to normal. Drawer was tested multiple times in the user application, and all functions operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed due to a non-functional sensor. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.